Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin flow block alarm and high bg found on 17-dec-2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current measurement, and delivery accuracy test at .0873 inches. No alarms/alerts/errors noted during testing. No unexpected insulin flow blocked alarms or rewind alarms noted during testing. Device successfully downloaded to thump. No evidence of no delivery alarms download history on event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Device passed function testing. No alarm/alerts/errors noted during testing. No insulin flow block alarms noted during testing. Unable to verify customer alleged high bg. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that during troubleshoot for high blood glucose, the insulin pump failed high pressure test twice. Customer experienced high blood glucose level and was treated with manual injection. The customer's current blood glucose was 201 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.